Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.25x08mm xience alpine stent delivery system (sds) was unpacked and removed from the dispenser coil without any complications or resistance, however, while advancing the sds over an unknown guide wire, the proximal shaft separated. The procedure was successfully completed with a non-abbott device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported shaft detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported shaft detachment appears to be related to circumstances of the procedure as it is likely the shaft became separated as a result of inadvertent mishandling while attempting to advance the stent delivery system over an unknown guide wire. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.